Event description:
Customer reported receiving a motor error alarm during a bolus. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Cusotmer stated that he was able to rewind the insulin pump. The blood glucose reading was 290 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.